Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the complaint for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate stored untreated ventricular arrhythmia due to oversensing noisy signals. The patient was sleeping at the time of the stored episode. The patient was brought into the clinic where further troubleshooting measures were taken, including isometric maneuvers. Isometrics were unable to reproduce anything. Technical services (ts) was consulted and provided additional recommendations. Ts recommended performing a chest x-ray as part of the device system evaluation. Device reprogramming to secondary vector was recommended to avoid the potential of the s-ICD delivering an inappropriate shock. Subsequently, the device was reprogrammed to a different vector. At this time, the device system remains in service. No adverse patient effects were reported.